Manufacturer narrative:
(B)(4).

Event description:
It was reported a remote transmission revealed an auto mode switch episode. The patient was asymptomatic. The device had undersensed some fibrillation waves which led to atrial pacing. A programming change to the atrial sensitivity setting was made.